Event description:
The following description of the event was documented by a carefusion tech support specialist in response to phone conversations with a user facility representative. "The vent was on a patient and the patient started to desat from lack of o2. They had the fio2 set on 100 percent and it was down to about 70 percent, the unit had the o2 alarm disable. [Name removed] states they have an issue with the staff doing this during operation, there is something internally they are dealing with in educating their staff." "[Name removed] while we were talking he checked several points of o2 settings and all were very far from accurate in either direction high and low, very unstable. He did an est [extended systems test] and it passed but when in normal operation it was all over the map. He had an external analyzer and it also was tracking the same way. So it was suggested that he order a gde [gas delivery engine]." "The vent was set to 100 percent no readings, the patient's sats dropped to the high 80's. They changed the vent and the patient's fio2s went up to 90's." "A very large female that was very sick to begin with and had been on an oscillator prior to this avea. No harm to the patient occurred."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. The carefusion tech support specialist in conjunction with the user facility representative determined that the root cause of the report that the device was only delivering an fio2 of 70 percent when set to 100 percent was a faulty gde (gas delivery engine). The carefusion factory service rep. Evaluated the alleged faulty gde (gas delivery engine) and was unable to reproduce/verify the complaint. Thus no root cause of the alleged failure was determined. The user facility was sold a replacement gde (gas delivery engine) to repair the device and return it to service. It was reported that the device's o2 alarm was disabled at the time of the incident. Carefusion determined that this was a contributing factor to the incident as the device was not able to alert the user facility staff to the inaccurate fio2 delivery. As the reported event could not be reproduced, carefusion considers this to be an isolated incident.